Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully retracted and tissue/blood visible inside the helix. Removed tissue/blood with alcohol and helix extends and retracts within specification but was found bent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead helix would not extend during implant after multiple attempts. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.